Event description:
A report was received that a pt's pocket site was revised. The pt reported that the ipg was feeling uncomfortable and the surgeon re-positioned the ipg to a comfortable position. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.